Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, the lens has haptic malfunction, nursing staff was very familiar with the product. There was no patient contact, procedure is completed and product is not available for return. Additional information received stating that front haptic not folding correctly. In surgeon's opinion loading malfunction caused the product event.